Event description:
A sudep evaluation was performed by the manufacturer and based on the limited information available, the death has been determined to be possible sudden unexplained death in epilepsy (sudep). Per the department of vital records in the state the patient passed away in, the manufacturer is not eligible to obtain a copy of the patient¿s death certificate.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2011 and the patient's cause of death was acute pancreatitis, which was contributed by infantile cerebral palsy, systemic involvement of connective tissue, unspecified nephritic syndrome, and other specified general symptoms and signs. There is no allegation or other information indicating that the death is related to vns.

Event description:
It was reported that the vns patient passed away on (B)(6) 2011. Attempts for additional relevant information have been unsuccessful to date.